Manufacturer narrative:
Device analysis report. This report is submitted on march 06, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an impact to the device during a non-device related surgery. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 06, 2023.